Event description:
It was reported that the patient had two epicardial leads, ra and rv. The rv lead tested fine one day post-op but presented with hugely decreased pacing impedance, decreased r-wave sensing, increased threshold and noise over sensing. At implant impedances were 450-500 ohms and then went to less than 200 and would not work at all in bipolar. The ra lead was having problems as well. Patient has sinus arrest with conduction intact. Sensing was programmed to 10 mv in ra and 1 mv in rv. Doing isometerics, pushing palm to palm, getting lots of noise on rv so device not a pacing because v-a time keeps getting reset. Programming options were discussed but the physician elected to replace th rv lead with a transvenous lead.